Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510k no. - k130520 the actual device was returned for evaluation. Visual inspection upon receipt found that the cut cross-sections of the fibers on the gas inlet side and on the gas outlet side had discolored into red. A liquid red in color was found to have pooled inside the housing on the gas inlet side. There were not any obvious anomalies, such as a break, in the appearance. The liquid pooled inside the housing of the gas inlet side was collected and a sweep gas was sent into the gas phase from the gas inlet port. A liquid was found to be flowing out of the gas outlet. This liquid and the liquid remaining inside the housing on the gas inlet side were collected and tested with a terumo's protein assay strip respectively. Both of them were found to contain protein. After the assay in no. 2, the collected liquids were centrifuged respectively. Neither of two formed precipitates. From this, it is most likely that these liquids consist of plasma component containing no erythrocyte component. The actual device was flushed with saline solution containing glutaraldehyde solution by gravity drop to be fixed. The housing component and the filter were removed from the oxygenator module. Visual inspection of the filter removed from the oxygenator module found the formation of clots on the outer surfaces. Visual inspection of the oxygenator module, after the housing component and the filter having been removed from it, found the fiber had been discolored partially. There was no anomaly in the state of fiber winding. The fiber layers were removed from the winding in increments of 2 mm and each layer was subjected to visual inspection. The fiber was found to have been discolored partially. There was not any clot visible with the naked eye. The outer cylinder was removed, and the heat exchanger module was subjected to visual and magnifying inspections. Any clot formation was not found. Magnifying inspection of the both sides of the filter removed from the oxygenator module in no. 4 revealed the formation of clots on the outer surface. Magnifying inspection of the fiber layers removed from the oxygenator module in no. 6 found that the fiber had been discolored partially. The ration of discoloration was found to increase as the fiber layer came closer to the heat exchanger module. There was no clot formation on them. Electron microscopic inspection of the outer and inner surfaces of the filter removed from the oxygenator module revealed the adhesion of blood corpuscle components, including blood platelets, red blood cells and deformed red blood cells(echinocytes), to them. Electron microscopic inspection of the upper segments of the fiber layers removed from the oxygenator module in no. 6 revealed the adhesion of blood corpuscle components, including red blood cells, deformed red blood cells(echinocytes), blood platelets and plasma component, to them. Electron microscopic inspection of the inside surface of the discolored fiber revealed that the micro pores had been clogged with plasma component. A review of the device history record of the product code/lot# combination was conducted with no findings. During the investigation, the occurrence of plasma leak was found on the actual device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation result, it is likely that the cause of the reported event was due to a change in the blood properties due to some factor(s), a surface-active substance may be generated in blood. This may lead the balance of the surface tension between the gas and blood which is kept at the micro pores on the surface of the fibers to be upset, resulting in plasma leak. The exact cause of the reported event cannot be definitively determined based on the available information. IFU states: "a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported during a thoracoabdominal aortic aneurysm case, around 3 hours after the initiation of the bypass, plasma leak occurred, and the gas transfer performance was degraded. After another 1 hour, the gas transfer performance was further degraded, and the actual sample became unusable any longer and was changed out to a new one. The case was continued with the new one. The procedure was reported to be completed successfully.